Event description:
In manufacturer's report # 3004209178-2014-00231, the following information was reported: "when the patient raised his hands above his head it felt like 'his finger was in a light socket.'" Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the shock ing issue event will be reported in this report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).